Manufacturer narrative:
UDI: (B)(4).

Event description:
Patient underwent a revision of femoral head, femoral stem and acetabular cup due to loosening with onset of (B)(6) 2007 and revision date of (B)(6).